Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Hospital attempted to insert the cautery portion of the vasoview device into the port. After attempt was made, they noticed that the cautery would not go through the port and kept getting snagged. After multiple attempts the hemopro tip came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Hospital attempted to insert the cautery portion of the vasoview device into the port. After attempt was made, they noticed that the cautery would not go through the port and kept getting snagged. After multiple attempts the hemopro heating element came off the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw (B)(4). Autonumber : (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The silicone insulation was peeled away from the cold jaw support at the tip with no detachment. The silicone was pushed down towards the bottom of the cold jaw support, exposing the tip down to the center of the cold jaw. The heater wire was completely intact. No other failures were observed. Based on the returned condition of the device, the reported failure "material twisted/bent; wire" was not confirmed but analyzed failure mode ¿peeled; jaw¿ was confirmed. Specific actions for the analyzed failure mode ¿peeled; jaw¿ are being maintained and documented under maquet's failure investigation report (fir) system.